Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00877503202, biolox ceramic head, 2778778; 00771301100, modular femoral stem, 62820619; 00784801100, modular neck, 62898069; 00620205022, tm acetabular shell, 62969063. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05484, 05486, 05487.

Event description:
It was reported that a patient fell multiple times shortly after implanting of the hip prosthesis. The patient also experienced a severe infection and loosening following the total hip arthroplasty. No further information is available at this time.

Manufacturer narrative:
Reported event was able to be confirmed via operative reports. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient fell multiple times shortly after implanting of the hip prosthesis. The patient also experienced a severe infection and loosening following the total hip arthroplasty. Additional information received in revision operative report noted that a small fracture of the posterior superior rim of the liner was found. During the procedure there was noted to be purulent fluid present in the joint space. This had a somewhat gray, somewhat erythematous color. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to infection and loosening approximately one year post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the intial medwatch. The following sections were updated: date of event; other relevant history; explant date; reporter name and address; health professional; physician; date received by manufacture.